Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the product involved was identified. There was no nonconforming product identified that could have caused or contributed to the reported problem. The direct cause of the reported problem was undetermined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a navel hernia coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the hernia was unknown. On an unreported date, the patient underwent hernia repair surgery as treatment for the event. Dianeal therapies were ongoing and the patient was reported to have recovered from the hernia event. Additional information is not available at this time.